Event description:
On (B)(4) 2012, the reporter contacted animas to report that on an unspecified date, the patient took a bolus dose of insulin at 5:15 pm. At 10:30 pm the patient obtained a blood glucose reading of 41 mg/dl, and she experienced the symptoms of shaking, sweating, impaired vision and impaired thinking. The patient administered self-treatment by consuming orange juice and pizza, and felt better afterwards. She did not seek any medical attention. The patient's subsequent reading was 407 mg/dl. Troubleshooting revealed the patient had incorrectly set the basal rate setting in the pump to be 0.50 units/hour for the entire 24 hour period, and she had the default advanced settings in this replacement pump. The patient had not programmed the pump with her specific settings as dictated by her physician. There was no evidence the pump was not functioning appropriately. The patient's technique was incorrect by not programming the pump with her specific correct basal rate settings. However, as the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia afterwards, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Date of event: not provided.